Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager contacted zoll to report that she received a call from a (B)(6) year old male patient's cardiologist. The patient contacted his primary care physician (pcp) regarding a rash that was developing under the lifevest. The patient reported to his pcp that the rash then developed into open sores. There was no follow up on the open sores to see if they healed.